Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device and was doing well postoperatively with good coverage. The explanted ipg will not be returned.